Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 585 mg/dl. Customer treated with a manual injection. Customer stated that she has a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were reviewed and found to be correct. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer removed the set from her body and the cannula was not bent or occluded. Customer was assisted with when she should calibrate.